Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the patient passed away due to over drainage of cerebrospinal fluid (csf). Additional information has been requested.

Manufacturer narrative:
Clarification/additional information received on 20jul2017: the patient died two weeks after shunt insertion. No further information was provided. Investigation completed 07/282017. No device is available for investigation, no traceability information was provided, the complaint is unverifiable and the exact root cause of the reported over drainage detected 2 weeks after implantation could not be determined. Discrepant information was received: over drainage-related death and over drainage without patient death/injury, and no clarification was obtained. Each osv ii valve is verified to be within pressure/flow specifications at the end of the manufacturing process. The integra complaint database for the osv ii valve systems was reviewed for the last 3 years and indicated no reported death; over drainage complaint rate is 0.02% (basis of 13,586 osv ii valves). Over drainage is a known complication of hydrocephalus shunts as stated in the product labeling. Over drainage is rarely reported with osvii valves but can still occur. Without actual device to investigate and based on the complaint history, no further investigation nor corrective action is deemed required.